Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they experienced low blood glucose level. Customer's blood glucose level was 50 mg/dl. The customer received the alert sg value not available. Customer declined to troubleshoot for low readings and sensor glucose vs blood glucose. The sensor will not be returned for analysis.